Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission..

Event description:
It was reported that on (B)(6) 2022 a 5/4 amplatzer piccolo occluder was selected for an implant in (B)(6) kg patient with the following patent ductus arteriosus (pda) dimensions: the pda minimal diameter of 3.2mm, aortic ampulla of 6mm, and the pda length of 7.5mm. 3-4 hours after deployment (during screening) it was found that the device has embolized and was found in the left pulmonary artery. The device was taken out using a snare system. The physician also mentioned that the sizing of the duct was done properly on echocardiogram(echo) as well as on angiogram, the physician also alleged that the device size was probably larger then the actual size mentioned in the brochure which lead to embolization. The patient was stable during the entire procedure. The patient sent for surgical closure later. Patient stable, no additional information was provided.

Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation on the embolized piccolo occluder, per internal procedures.